Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that instrument's grip cable was derailed. The cable that controls the hook motion was dislodged at one of the distal idler pulley. The instrument was placed on an in-house da vinci system and the yaw motion was intuitive. Other cables at wrist were not damaged. An additional observation not reported by site was that the instrument's distal clevis exhibited scratch marks/abrasions. One of the distal clevis ears had various scratches, the affected area measured approximately .017. Evidence not conclusive, but scratch marks/abrasions damage may be due to likely mishandling/misuse. An additional observation not reported by site was that the instrument's main tube exhibited scratch marks/abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. The affected area measured approximately 1.72. An additional observation not reported by site was that the instrument's banana plug was broken. The plug had a piece measured at .416 that was completely broken off. The broken piece came back with the instrument. Evidence not conclusive, but broken damage may be due to likely mishandling/misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that instrument's grip cable was derailed. The cable that controls the hook motion was dislodged at one of the distal idler pulley. The instrument was placed on an in-house da vinci system and the yaw motion was intuitive. Other cables at wrist were not damaged. An additional observation not reported by site was that the instrument's distal clevis exhibited scratch marks/abrasions. One of the distal clevis ears had various scratches, the affected area measured approximately .017. Evidence not conclusive, but scratch marks/abrasions damage may be due to likely mishandling/misuse. An additional observation not reported by site was that the instrument's main tube exhibited scratch marks/abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. The affected area measured approximately 1.72. An additional observation not reported by site was that the instrument's banana plug was broken. The plug had a piece measured at .416 that was completely broken off. The broken piece came back with the instrument. Evidence not conclusive, but broken damage may be due to likely mishandling/misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's (insert damage here) found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci myomectomy procedure, the customer noted that the permanent cautery hook instrument cable was derailed. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.